Manufacturer narrative:
D3: corrected. D9: 12/26/2024. H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found evidence of the customer reported complaint. Device was visually and functionally tested but the customer reported complaint was unable to be duplicated. The cause of the issue is unknown. Upon further inspection the downstream occlusion (dso) seal was found to be peeling. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the 12 month period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 41541. There was no patient involvement.